Manufacturer narrative:
An event regarding revision involving a accolade stem was reported. The event was not confirmed. Clinician review of the provided x-ray indicated that stem trunnion appears disassociated from the head but this was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "regarding pi which represents a 61 y/o female who underwent a tha on (B)(6) 2017, apparently implanting an accolade plus tmzf #2 stem, a 36/% lfit head, and 36/0 degree x3 insert. The side is not mentioned. A single, undated x-ray ap of the pelvis demonstrates bilateral uncemented hip arthroplasties. The left hip is reduced, nominally positioned and well fixed. The right hip has a well fixed and positioned stem and acetabular shell with no screws, slightly vertical position with the head reduced. The stem trunnion appears disassociated from the head.no discussion of causation can be made based upon this minimal documentation" -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the accolade stem was implanted with a metal head which has been identified to be within scope of nc and CAPA. Refer to the CAPA for further details. The root cause analyses identified a process related anomaly of the metal head as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision hip *updated on 26-aug-2019 by qs: based on clinician review of the provided medical record, the right "stem trunnion appears disassociated from the head".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision hip.